Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device had slight use marks, and a needle was found lodged inside of the device. Additionally, some foreign matter was found attached to the jaw. No other anomalies were noted. A functional test was performed for the jaw, the trigger was activated, and the jaw could open and close as expected. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device. It is possible that the needle was not inserted in the correct way and therefore caused the needle to get jammed. Furthermore, for the foreign matter observed, the potential cause can be traced to improper maintenance or cleaning procedure. As per the instructions for use, 1) inspect for damage to product or sterile barrier in the case of the disposable needle. Do not use if product is damaged or sterile barrier is compromised. 2) inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function. 3) steam sterilize the flexible suture passer according to the instructions in the sterilization section in the instructions for use. Properly handling andâ¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was observed that the expressew iii w/o hook device had foreign matter attached to the jaw. It was noted in the service order that needle device was stuck inside and could not be removed. Another device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.